Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the leading haptic of the lens was 'badly positioned' following implant. Because manipulation was required, the posterior capsule was ruptured. The lens was removed and a vitrectomy was performed. Additional information was requested.

Manufacturer narrative:
Additional information: not enough information was provided from the account for further investigation. Without the manufacturing date we are unable to determine if the provided viscoelastic is qualified for the device. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. (B)(4).